Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approx. 39 months, oversensing on the ventricular channel was reported. No adverse patient side effects have been reported. The lead is still active and implanted.

Manufacturer narrative:
This lead was explanted and returned to the manufacturer on (B)(6) 2019 for analysis. Date of explant is unknown. The correct analysis results are now attached. Upon receipt, the lead under complaint was found cut 19 cm distal to the df4 connector pin. Both lead fragments were returned and subjected to an extensive analysis. The visual inspection showed multiple abrasion marks along the body. In particular the insulation was abraded through on the distal part of the lead near the shock coil which can be considered the root cause of the clinically observed noise. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
This lead was explanted and returned to the manufacturer on (B)(6) 2019 for analysis. Date of explant is unknown.